Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: ¿clinical outcomes of three types of hardware for the treatment of mandibular angle fractures: a comparative retrospective study¿ (2015) elsayed, s.a., et.al. International journal of oral and maxillofacial surgery 44, 1260-1267. This report is for an unknown single self-tapping titanium 2.4 mm outer-thread, 28-40 mm long cortex screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿clinical outcomes of three types of hardware for the treatment of mandibular angle fractures: a comparative retrospective study¿ (2015) elsayed, s.a., et.al. International journal of oral and maxillofacial surgery 44, 1260-1267. The country of origin is (B)(4). A comparative retrospective study was done at a university medical center to compare the clinical outcomes of three different types of hardware that are used in the mandibular angle fracture fixation. Thirty patients were selected for the study. Each group was assigned ten patients. Group a used the medium-sized 2.0 mm locking miniplates (ao/asif arbeitsgemeinschaft fur osteosynthese fragan; synthes maxillofacial, (B)(4)) secured with 2.0 mm locking self-tapping screws. Group a consisted of seven male and three female patients with a mean age of 26.1 years. Group b used a competitor's 2.3 mm heavy non-locking plates. Group b consisted of seven male and three female patients with a mean age of 26.3 years. Group c used single self-tapping titanium (2.4 mm outer-thread diameter), 28-40 mm long cortex screws (synthes maxillofacial (B)(4)) were placed using the lag screw principle. Group c consisted of eight male and two female patients with a mean age of 26 years. The mechanism of injury for all group consisted of motor accident, assault, and fall. In group c, nine patients experienced mild pain and one patient experienced moderate pain. Three patients had sensory nerve damage. This is report 2 of 2 for (B)(4). This report is for an unknown single self-tapping titanium 2.4 mm outer-thread, 28-40 mm long cortex screw.